Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was receiving a critical pump error. Customer's blood glucose was 8 mmol/l at the time of the incident. Customer had no pump error alarms prior to critical pump error. Customer reported that he went for a swim in the pool and has done it countless times. Customer stated that the pump was beeping underwater. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced. Customer was advised to place the pump in storage mode. Customer stated that when he took the battery out, a tiny amount of water came out of the battery compartment. Customer believes that the fluid in the pump probably caused the critical pump error. Customer declined troubleshooting. Customer stated that he just wants a replacement pump.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly and the motor assembly was found with traces of corrosion per our visual inspection the insulin pump also, failed the leak test, the insulin pump leaked at the bottom ok keypad overlay seal. Unable to verify critical pump error or perform functional testing due to blank display. The insulin pump had minor scratched lcd window, case and keypad overlay.